Event description:
The customer reported that he was hospitalized due to low blood glucose levels. Prior to the event, the customer was confused, and took 12 glucose tablets. The customer subsequently lost consciousness. The customer stated that he was actually dead for approx 20 minutes before being brought back to life. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.